Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant close door alarms. The device was received inoperable due to constant door not fully latched alarms, which corresponds with the reported symptom. These alarms were determined to be caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump constantly alarmed close door. It was also reported that there was no pt injury.